Manufacturer narrative:
The devices were not returned for evaluation. Without return of the units it is not possible to determine if some damage or defect existed on the units that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore, review of the manufacturing records could not be completed. Obstruction can partially or totally restrict the flow through the vessel, or it can separate/break and embolize distally in critical blood vessels resulting in tissue damage. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Yang, yu sung, et al. "Clinical experience with a hybrid procedure using the adherent clot catheter for salvage of thrombosed hemodialysis access: a comparison with the standard fogarty balloon catheter." Vascular specialist international 31.1 (2015): 25. Please see medwatch number 2015691-2020-13605 that cross-references the venous outlet rupture in the article.

Event description:
It was reported that in a journal article published in 2015 titled ¿clinical experience with a hybrid procedure using the adherent clot catheter for salvage of thrombosed hemodialysis access: a comparison with the standard fogarty balloon catheter¿. As per the article, the study compared the efficacy of an adherent clot (ac) catheter to the standard balloon fogarty catheter for clot removal in thrombosed hemodialysis access, 4 cases of complications occurred in the fogarty catheter group. In the standard fogarty catheter group, there were 2 events reported with venous outlet rupture which were solved by performing a balloon angioplasty and 2 events with obstruction. Model and lot number are unknown. As well as any specific patient demographics. The devices were not saved for examination.